Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia automated pd cycler set had "a piece of black fibre" in the patient line. This was noticed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a black round embedded particulate matter inside the patient line tubing. The reported condition was verified. The cause of the particulate matter was due to a pin build up of burnt plastic material broken off during the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.